Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hospitalization due to high blood glucose event on 23-sep-2024. The duration of hospitalization was more than 24 hours. The blood glucose level at the time event was 400 mg/dl and current blood glucose value was 251 mg/dl. The patient was having symptoms of altered vision/vision changes, confusion, incoherent, fell at the time of hospitalization. The patient was treated with intravenous insulin administration. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.